Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. No adverse patient consequences were noted.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: g3: date for prior report should be jul 25, 2025. Correction: e2: field should reflect "no". Correction: e3: field should reflect non-healthcare professional.